Manufacturer narrative:
Investigation of this report is currently in progress.

Event description:
On 11/28/2006, nellcor rec'd a report where it was claimed the device developed a leak in the balloon during use on a pt. The customer reported that the device had only been in use for two days, therefore, replacement of the tube was required.